Event description:
Customer reported that the monitoring computer (s/n (B)(4)) on css console #15 was making grinding noises while console #15 was supporting a pt. The hospital biomedical engineer switched computer s/n (B)(4) with the computer from console #40. There was no pt impact, and no impact on the functionality of console #15. The computer is a monitoring device only and does not control css console functionality. Console #40, which was due for scheduled service, was returned to syncardia with computer s/n (B)(4). A syncardia service technician confirmed that the computer was making grinding noises. The technician replaced the hard drive, re-installed computer s/n (B)(4) on css console #40, and confirmed that the computer booted up and performed as intended. After completion of scheduled service, console #40 passed the console test validation protocol.

Manufacturer narrative:
No evaluation of the css console computer hard drive was necessary, because the hard drive exhibited the same failure mode as previously-investigated computer hard drives. Previous investigation concluded that the media in the hard drives degraded over time, and that electronic failures of the hard drives damaged the read/write head(s), producing scratching/grinding noises and ultimately leading to laptop malfunctions. This failure mode poses a low risk to a pt, because it does not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.